Manufacturer narrative:
One device was returned for analysis. As received no damage or anomalies were observed. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that there was a leakage from the tube and connector connection. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.